Event description:
(B)(4). It was reported that during a stenting treatment procedure a balloon rupture occurred. In (B)(6) 2010, the target lesion was located in the distal right coronary artery (rca) with 90% in-stent restenosis and was 15 mm long with a reference vessel diameter of 3.5 mm. A 3.5 x 15 mm apex balloon was advanced across the target lesion and the balloon ruptured while being inflated to 12atms. The balloon was withdrawn and further angioplasty was performed with a 3.5 x 15 mm quantum balloon. The lesion was treated with the placement of a 3.50 mm x 20 mm taxus liberte stent. Following post dilatation, residual stenosis was 9%. Target lesion #2 was located in the mid rca with 80% in-stent restenosis and was 20 mm long with a reference vessel diameter of 3.5mm. This lesion was treated with pre-dilatation and placement of a 3.50 mm x 24 mm taxus liberte stent, distally overlapping the stent placed in target lesion #1. Following post dilatation, residual stenosis was 9% and the subject was discharged on aspirin and prasugrel.

Manufacturer narrative:
(B)(4). It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).